Manufacturer narrative:
There was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: 16g bd venflon inserted and anaesthesia induced with tiva uneventfully. Antibiotics administered via side injection port on cannula and valve within port felt to give way -immediate back flow of blood via injection port. Difficult to stem but achieved with swabs (cap, smartsite, etc ineffective). Switched to volatile whilst second cannula sited to maintain tiva anaesthesia. New venflon railroaded over wire to keep access in right arm for usual reasons.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: 16g bd venflon inserted and anaesthesia induced with tiva uneventfully. Antibiotics administered via side injection port on cannula and valve within port felt to give way -immediate back flow of blood via injection port. Difficult to stem but achieved with swabs (cap, smartsite, etc ineffective). Switched to volatile whilst second cannula sited to maintain tiva anaesthesia. New venflon railroaded over wire to keep access in right arm for usual reasons.